Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering eval the device and the reported condition of "lower power" was confirmed. The motor was observed to not function properly when using a hand control due to a damaged switch in the handpiece. It is likely that the unit had been immersed, causing internal damage to the motor and is indicative of improper cleaning of the device. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had low power. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.